Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g1, h2, h4, h6 this supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer was able to remotely access the medstation and verify that the customer was successfully able to recover and resolve the issue. The system was functioned as intended after the field service agent troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had drawer failure while pulling medications for a patient. The customer added that this did not cause any delays because the nurse was able to access another med station for medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the field service engineer was able to remotely access the medstation and verify that the customer was successfully able to recover and resolve the issue. The system was functioned as intended after the field service agent troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure while pulling medications for a patient. The customer added that this did not cause any delays because the nurse was able to access another med station for medication. There were no adverse events or injuries reported based on this event.